Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a (B)(4) transmission an alert showed for the at/af burden threshold being met-6 hrs evaluated daily- but the reports did not show any day where the at/af burden were close to that.